Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A nurse reported some patients presented with corneal edema after cataract surgery. The doctor believed the issue is due to the ultrasound on the unit could be without calibration. Additional information has been requested.

Manufacturer narrative:
The clinical analyst has reviewed this file and stated the following: ¿the facility nurse reported some patients presented with corneal edema after cataract surgery. The surgeon believed the issue is due to the ultrasound on the system is not calibrated. Additional information was been requested with none received to date. The patient and had received peribulbar anesthesia. The system did not display any system message. The directions for use (dfu) were followed. The problem was not noticed at the beginning of the procedure. There were no changes in the intended procedure. A variety of intraoperative factors may lead to corneal edema following intraocular surgery. Patients who have preexisting endothelial pathological conditions (not limited to but including; fuch¿s corneal dystrophy, prior eye surgery, etc.) May be more likely to present with corneal edema. Acute corneal edema following cataract surgery usually fully resolves in the setting of a normally functioning endothelium, aided by an appropriate post-operative regimen. However, in some cases, corneal endothelial cells are damaged irreversibly, resulting in aphakic or pseudophakic bullous keratopathy. Corneal edema, from inadequate endothelial pump function, is one of the most common complications of cataract surgery. The possible contributions to a post-operative edematous cornea may include lack of sufficient ophthalmic viscoelastic device (ovd) used to protect the endothelium, excessive prolonged use of ultrasonic energy delivered by the phaco handpiece, inappropriate infusion sleeve orientation directing irrigation fluid directly against the corneal dome, aggressive iol insertion, instrument contact, or retained lens fragments. Corneal edema after cataract surgery can be caused by various factors as mentioned above. There is insufficient information regarding the patient¿s ocular history and detailed events surrounding the occurrence.¿ the system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. The company representative discussed with the customer to switch out the balance salt solution (bss) lot, and no further instances were noted. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 17, 2011. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, it is not suspected to have contributed to the reported event. (B)(4).